Manufacturer narrative:
(B)(4). G2: foreign: canada. The device will not be returned for analysis as it's location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the distal part of the broach handle fractured and is no longer welded. There is no further information available at the time of this report.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d8; d9; g3; h2; h3; h4; h6. The following sections were corrected: h5; h8. Visual examination of the returned product identified the broach handle is confirmed to have a fractured weld that connects the strike plate to handle body. The broach t-handle component was not returned with device for evaluation. Strike plate has indentations and scratches. Handle body has scratches and indentation marks in multiple locations. Broach connection end of handle has nicks and scratches. No other damage was noted during visual evaluation. Device has an approximate field age of 5.5 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.